Event description:
Customer stated that the hfv rate would fluctuate on it's own on a test circuit. This was noted just prior to use. The device was inspected by the facility rt director and a npb svc rep and the problem could not be duplicated. A precautionary repair was made and the device has not exhibited this malfunction again.